Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1 patient identifier. D4 UDI #. D5 operator of device. H6 investigation codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-sep-2021 to 01-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that powering the station down and subsequently powered back on made the station working as intended. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported that a bd pyxis anesthesia es system was stuck on the boot up screen prior to the start of a case. The device was replaced with a different anesthesia station so the case could continue. No other information as released by the customer. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system was stuck on the boot up screen prior to the start of a case. The device was replaced with a different anesthesia station so the case could continue. No other information as released by the customer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that after rebooting the device the device was working as intended. The application was tested, and it was confirmed that it was launching successfully. The system functioned as intended.